Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device arrived with no battery cover. Evidence log revealed complaint of alarm 1871. During evaluation testing the complaint was verified and confirmed with alarm lec 1871. To correct malfunction a new board was installed and discovered a screw boss missing from front housing. The malfuction was isolated to motor timeout error. Once the mpu board and screw replaced ,the device passed all functional and delivery testing.

Event description:
Follow up generated when device analysist has been completed and cover page updated with post investigation code.

Event description:
Information was received indicating that a smiths medical cadd legacy pump presented with error 1871. There were no adverse events reported.